Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Legal counsel for patient reported patient underwent bilateral total hip replacements. Information received in patient's medical records indicates the patient¿s right hip was revised a second time, approximately 3 months post-implantation, due to pain, instability and dislocation. The patient reportedly dislocated multiple times, resulting in closed reductions in the emergency room. Operative report indicates that during the revision procedure, a previous capsular repair was torn from dislocating, and rough abduction and anteversion of the shell was noted. The femoral head, taper adapter, and acetabular cup and liner were removed and replaced with a constrained system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay corrected and additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.